Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the three segments had two blue lines running down the length of the graft and carbon inner lining, thus identifying them as bard products. The first segment measured approximately 45.0cm in length. No suture holes, tears or rips were identified. The beading was intact throughout the entire length of the segment. The second segment measured approximately 13.6cm in length. No suture holes, tears, or rips were identified throughout the length of the segment. The beading was intact throughout the entire length of the segment. The third segment measured approximately 2.3cm in length. Partial circumferential tears were noted along the beading track of the returned segment. The beading was peeled along the whole segment. No kinks, indentations or abrasions were found. Both ends of the returned segment were noted to have uneven cuts. The cuff portion of the graft was not returned. Functional/performance evaluation: no functional/performance evaluation was performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for torn material, as partial circumferential tears were observed along the beading track of the returned segment. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU states: precautions: when removing the external spiral support (beading) of the distaflo® graft, the beading must be removed slowly and at a 90° angle to the graft. Rapid unwinding and /or removal at less than a 90° angle may result in graft damage. Do not use surgical blades or sharp, pointed instruments to remove the beading as this may damage the graft wall. If damage occurs, that segment of the graft should not be used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during removal of the beading from the vascular graft, the graft allegedly tore. It was further reported that the torn section of the graft was removed, a second anastomosis site was made, and the remainder of the graft was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that during removal of the beading from the vascular graft, the graft allegedly tore. It was further reported that the torn section of the graft was removed, a second anastomosis site was made, and the remainder of the graft was used to complete the procedure. There was no reported impact or consequence to the patient.